Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not returned by the hospital. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that a donor heart became available and the patient was transplanted on (B)(6) 2016. The explanted pump will not be returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 month. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2016 with syncope, and a hemoglobin and hematocrit level 4.2 g/dl and 13%, respectively. A (CT) of the chest, abdomen and pelvis were all reportedly normal. On (B)(6) 2016, an esophagogastroduodenoscopy (egd) was unremarkable; however, the following day a colonoscopy revealed a red spot located about 40 cm from the anal verge. A hemoclip was placed to treat the bleeding. On (B)(6) 2016 a capsule study revealed a significant amount of fresh blood in the small bowel, with no identifiable source. An enteroscopy was performed and some very small amounts of oozing of blood were observed in distal duodenum; however, it was reported that this was likely secondary to mucosal irritation and trauma from endoscope. A gastrointestinal (gi) bleed study of (B)(6) 2016 revealed a local area of increased activity in the mid descending colon suggestive of gi bleeding. An egd performed on (B)(6) 2016 revealed that the patient was likely bleeding from small bowel; however it was reported that cecal ulcers and prior colonic angiodysplasia may have contributed to the bleeding. A colonoscopy on the same day revealed multiple ulcers in the cecum that were possible ischemic. One of the ulcers had a visible vessel that was cauterized and clipped. The following day, a CT of abdomen and pelvis showed no active bleeding. A nuclear medicine gi bleed scan on (B)(6) 2016 reflected an increased activity originating in the left upper quadrant of the abdomen traveling centrally, suggestive of a jejunal origin. Anticoagulation was altered and octreotide was administered as treatment. At time of discharge, the patient had not bleed for two weeks. The patient has been transfused with approximately 25 units of blood due to the gi bleeding. The patient was discharged on (B)(6) 2016, and was listed as a status 1a for transplant. The patient was readmitted for dizziness and hemoglobin and hematocrit of 6.6 g/dl and 20%, respectively. As of (B)(6) 2016, the patient remained inpatient and stable.